Event description:
It was reported that the user¿s freestyle libre 3 plus sensor was scanned with a phone, resulting in glucose data appearing in the freestyle app instead of the ilet pump due to the one-device pairing limitation, and the user had previously removed a sensor for an MRI and was not running the pump during that period. Symptoms included no hypoglycemia symptoms and a fingerstick blood glucose of 198 mg/dl. Outcomes included no hospitalization, no emergency treatment, and no reported injury. Investigation included technical support troubleshooting and user education, including instruction to delete the freestyle app before applying a new sensor, to scan the new sensor with the ilet mobile app, to manually enter blood glucose as needed, and to use bg run mode when appropriate, with referral to the cgm partner for further support. Investigation of this case revealed that the sensor was paired to another device causing data to route away from the pump, and that the pump was not yet operating in bg run mode. It was concluded that the event resulted from use error related to device pairing and app selection, with device performance consistent with design.